Event description:
Related to MFR # 3005188751-2012-00146, 2030404-2012-00144. It was reported during an ablation procedure, the pt developed a pericardial effusion. Transseptal puncture was performed with a non-sjm sheath and a non-sjm needle. An inquiry quadripolar catheter was placed in the right ventricle. The cool path duo catheter was used with an agilis large curl introducer and with the ensite navx system to create a left atrial tachycardia map. While mapping the left ventricle, deflection issues were noted with the cool path duo catheter. The catheter was removed and replaced with a similar catheter and later in the procedure, the pt's blood pressure decreased; the physician performed an echocardiogram revealing a pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. The pt's current status is listed as fine.

Manufacturer narrative:
One cool path duo 7f catheter was received for eval. Visual inspection revealed a bend 6.4 cm from the distal tip. Functional testing of the device confirmed the catheter when deflected created a curve and held the curve but did not match the required template due to the bend. The catheter was dissected revealing the flat and activation wires were bent. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification for the reported pericardial effusion is consistent with anticipated procedural complications as this is a known physiological effect of the procedure and is noted within the IFU.